Manufacturer narrative:
Results: power cord plug was missing the ground prong. The bed was stuck in trend.

Event description:
It was reported by service report that the power cord plug was missing the ground prong and the bed was stuck in trend. No pt involvement or adverse consequences were reported.